Manufacturer narrative:
Hardware low-level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test.(B)(4).

Manufacturer narrative:
Pump error 63 confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Device passed the self test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error after performing the self test. The customer¿s blood glucose was 248 mg/dl at the time of incident. The customer state that they were not able to passed the self test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.